Event description:
Customer reported that erroneously low sodium, chloride and anion gap results were generated by the unicel dxc 600 synchron system. The results were not reported out of the laboratory. Quality controls were within specification prior to the event. The operator noted the low anion gaps, retested the samples on another system and obtained results within expectation. The results from the retesting were reported out of the laboratory. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. No cultures of the system were taken or provided. The fse decontaminated the system. There were no further reports by the customer of issues as of (B)(6) 2010. Although the system was decontaminated and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This is 1 of 9 medwatch reports being submitted as this event occurred on 9 separate dates. Reference the below MDR numbers for all associated events. MDR #2010012-2010-00813, 2050012-2011-04381, 04382, 04383, 04385, 04386, 04389, 04390. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events.